Event description:
It was reported that during reprocessing by sterilization, a deep dent was found on the stainless-steel part of the subject device that is inserted into the patient. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h6, h11. Corrected fields: b3, e2, e3, g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure of "deep dent on stainless steel part of scope that is inserted into patient" was confirmed. Additionally, the device evaluation identified the following reportable malfunctions: dents on distal edge, a loose handle, and cracks on the sides of the video connector. Based on the investigation results, the most probable cause of the complaint is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing by sterilization, a deep dent was found on the stainless-steel part of the subject device that is inserted into the patient. There were no reports of patient harm.

Manufacturer narrative:
Information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.